Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, level sensor icon displayed a [?]. At this time, the level detect module lamp did not light. This issue could be duplicated. The customer continued with the procedure without using the device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the level detect module did not function because of a defective generic board. The product surveillance technician (pst) temporarily replaced the generic board of the module with a lab use only (luo) generic board and the module returned to normal functioning. The modules front indicator lamp illuminated and the module could be assigned to a perfusion screen and was indicated on the service screen. The device will be retained per manufacturer process. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.